Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days post implant that the patient was followed because there was a hematoma and it was swelling. The hematoma and antibacterial absorbable envelope were removed and there was no sign of infection at that time. A new antibacterial absorbable envelope was implanted. Then approximately seven weeks later the patient developed an infection which tested positive for propionibacterium. The sepsis was identified as staphylococcus aureus. Then eight days later the antibacterial absorbable envelope and leads were removed, and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.